Event description:
Customer reportedly received results of 318 mg/dl and 138 mg/dl within 10 minutes on the advantage system. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.